Event description:
Underdelivery reported. The compounder was making "an abnormal noise on station #2 that did not sound right." A test run was performed with d70, specific gravity 1.24, to pump 124g. The expected delivery amount was 100ml, the actual amount received measured 90ml in a graduate. The device gave a job complete indication, but no alert message to check the received volume was displayed. There was no pt involvement.

Manufacturer narrative:
Testing and investigation confirmed abnormal grinding noise from roller on the motor assembly and underdelivery. The failure was caused by the motor assembly.